Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a lead safety switch (lss) was triggered for this pacemaker due to high out of range pacing impedance on the right ventricular (rv) channel. The thresholds could not be measured at the time. The patient reported they felt discomfort since the lss. It was noted when it was unipolar, thresholds were normal, and impedance was within range. However, there was twitching. A lead fracture is suspected, but not confirmed. The physician explained to the patient that if their heart rate feels slow, they should see their doctor. The patient will continue to be monitored. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that a lead safety switch (lss) was triggered for this pacemaker due to high out of range pacing impedance on the right ventricular (rv) channel. The thresholds could not be measured at the time. The patient reported they felt discomfort since the lss. It was noted when it was unipolar, thresholds were normal, and impedance was within range. However, there was twitching. A lead fracture is suspected, but not confirmed. The physician explained to the patient that if their heart rate feels slow, they should see their doctor. The patient will continue to be monitored. The device remains in use. No additional adverse patient effects were reported.